Manufacturer narrative:
(B)(4). Insulin pump received with high sleep current measurement test and pump error detected alarm confirm in trace download analysis due to corroded electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had an power error detected alarm. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The insulin pump was operating on the aa battery only. The customer was recommended to refer to back up plan as per the healthcare professional¿s instructions. The insulin pump will be returned for analysis.